Manufacturer narrative:
The customer cleaned the spill and replaced the pump tubing which stopped the leak.

Event description:
A customer contacted beckman coulter inc. (Bci) stating the pump tubing on the ion selective electrode (ise) drain retrofit peri pump broke causing the ise waste to spill on the floor. Per customer, the amount of liquid that leaked was minimal (about 10 to 15 ml) and customer was wearing personal protective equipment (ppe) when the leak was discovered. No injury was reported and no erroneous results were generated.